Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteriathis is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01197. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent vaginal mesh removal/revision and a cystoscopy on (B)(6) 2012 by dr. (B)(6), due to vaginal mesh exposure/erosion.

Event description:
It was reported that the patient underwent vaginal mesh removal/revision and a cystoscopy on (B)(6) 2012 by dr. (B)(6), due to vaginal mesh exposure/erosion.